Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for failed battery test. Customer¿s blood glucose was 147 mg/dl at time of incident. It was reported that even after inserting new battery pump alarmed for failed battery test again and battery compartment was corroded. Customer advised to discontinue use of pump and revert to back up plan as per health care professional's instructions. Insulin pump will be return for analysis.